Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patients' lead migrated during a physical altercation. As a result, surgical intervention was undertaken during which time the lead was revised and replaced. Effective stimulation was restored and the issue resolved.